Event description:
It was reported that the user received a ¿pairing failed¿ notification when attempting to connect a new dexcom g7 sensor to the ilet, which was resolved during the call by confirming the pairing code and restarting the g7. The event aligns with an intermittent communication failure associated with the electrical/magnetic subsystem, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with an intermittent communication failure localized to the antenna/electrical-magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.